Manufacturer narrative:
One device was returned for analysis of complaint of error code 41622. Analysis of device found failing motor, which is a reportable malfunction. Review of even log confirmed error code 41622. Review of service history found no relevant information. Visual and functional tests were performed. Device failed motor test. The motor was replaced and device passed further testing.

Event description:
It was reported that there was error code 41622. The event occurred during testing and there was no patient involvement.